Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that at the end of a patient procedure the table would not respond to commands via the hand control or auxiliary controls. At the time steris became aware of the reported event the user facility's in-house biomedical personnel had already inspected the table and determined that the floor lock microswitch was damaged and required replacement. They replaced the component and returned the table to service. They did not maintain the microswitch for further analysis. A damaged floor lock microswitch indicates that the floor locks are engaged; should the microswtich be damaged it would not indicate to the control board that the floor locks are engaged subsequently preventing the table's controls from allowing movement of the table as floor locks should always be engaged while a patient is on the table. The surgical table subject of the reported event is not maintained by steris; the table was 21 years old at the time of the event and subject to a 2007 obsolescence notice. Steris engineering has estimated the useful life of the 3080rl surgical table to be 10 years old. The damaged floor lock microswitch would have occured during the user facility's usage and handling of the table. Steris was unable to confirm that routine preventative maintenance has been performed by the user facility personnel over the course of the life of the device.